Manufacturer narrative:
(B)(4). G2: (B)(6). Upon visual inspection there is damage to the lip and od. The threads of the liner are deformed. Due to the damage no further evaluation was done. Unable to confirm the reported event that the trial wouldn't seat, the trial has wear suggesting potential functional issues. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional liner could not be inserted properly during trailing. A small chip was found on the instrumentation. It was reported that no further information is available.